Event description:
It was reported that the septum was suctioned into the inflow cannula, causing arrhythmias and low flow alarms. Pump speed was decreased due to the location of the septum in relation to the inflow cannula. Baseline speed was 4900 rotations per minute (rpm) but the new speed was 4500 rpm. The arrhythmias significantly diminished at the lower speed. Last international normalized ratio (inr) was 2.6 which was in range. All electrolytes and blood pressure were within range as well. The cardiologist stated perfusion was occurring. No low flow alarms were noted once the speed decreased. An echocardiogram showed the septum was not in the inflow cannula but just above the cannula inflow following speed adjustment. Minimal ectopy was noted at 4500 rpm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported inflow cannula misalignment could not be confirmed through the evaluation of the submitted image and no product was returned for evaluation. Additionally, although a specific cause for the reported arrhythmias and low flow alarms could not be conclusively determined through this evaluation, the account reported that these events were caused by the misalignment of the inflow cannula and resolved once the pump¿s speed was decreased, and the septum was no longer suctioned into the cannula. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, is currently available. Section 1, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in this document. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.